Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Crack by the display window, battery tube threads, belt clip slot, battery tube threads, reservoir tube lip reservoir tube window and scratched lcd window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump is squirting the insulin out during the manual prime process, unable to exit the preparing to prime loop and the drive support cap is sticking out. Nothing further was reported.